Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately calcified abdominal aorta. A 27/7/2/100 equalizer occlusion balloon catheter was advanced to block the aorta. However, upon inflation, the balloon ruptured immediately. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications nor injuries were reported.